Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted.

Event description:
The patient underwent surgery for double valve replacement mitral and aortic. After few month the patient suffered a worsening of the functional class and dyspnea to minimal efforts. The follow up echo showed mitral valve well seated however on leaflet had restrictive motion, leading to severe regurgitation. There were no complications reported. The patient was discharged.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Without return of the device or additional information the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a mitral valve was presenting calcification leading to regurgitation after an implant duration of approximately seven (7) months. The valve was planned to be explanted in the following days. No additional information was provided.

Manufacturer narrative:
Device evaluation summary - x-ray demonstrated commissure 1 bent and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 13mm on leaflet 2 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the outflow aspect. The free margin of leaflet 3 was folded towards the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue on the stent circumference was minimal at the inflow and heavy at the outflow aspect. Host tissue fused leaflets 1 and 3 by 6mm near commissure 1, and leaflets 1 and 2 by 2mm near commissure 2. Incidental findings - leaflet 3 had a tear of 4mm near commissure 3. The reported clinical observation of regurgitation and immobile leaflet was confirmed as secondary to host tissue growth. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Device evaluation was completed by manufacturer.

Manufacturer narrative:
The explanted device was received at edwards lifesciences and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.